Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was reported as proximal neck angulation was mild. No throumbus or calcification on proximal neck. Mild calcification on the iliacs. It was reported that there were not immediate issues after the placement of the graft. It was noted post index procedure that there was a focal dissection in the external iliac. The patient was brought back the next day to have a stent placed to cover the dissection. The physicians feel that percutaneous device caused the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial dissection). Related to operational context (percutaneous device) evaluation conclusion: another device caused failure (percutaneous device).